Event description:
During robotic nephropexy, the robotic right arm number 4 froze (as it did last week during partial nephrectomy). The intuitive technician was present at the time, assessed the issue, and will follow up on if a part needs to be replaced. Case was able to continue. Manufacturer response for endoscopic instrument console, robot (per site reporter). Tech will follow up to see if a part (#4 robotic arm) needs to be replaced. Manufacturer response for surgeon console, robot (per site reporter). Tech will follow to see if a part (#4 robot arm) needs to be replaced.